Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed and the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed during the gastroscopy procedure. The user changed to another similar device and completed the procedure. At the incoming inspection for the repair, olympus (B)(4) checked the subject device. It could not be duplicated the reported phenomenon but it was found the printed circuit board failure. There was no patient injury associated with this report.

Manufacturer narrative:
This report is being supplemented to provided additional information based on the legal manufacturer¿s final investigation. A field service engineer evaluated the device and confirmed that no endoscopic images appear and error code b30 is displayed. This error code indicates a failure of the ex printed circuit board (pcb). It is noted that five years or more have passed since the subject device was manufactured. The locking part or pins might have worn due to a repeated use of the device for a long time, or the user might have disconnected the video connector from the subject device without pressing the locking lever, causing the wearing away of the locking part and malfunction in the ex board. That could have caused the electrical contacts of the connector to be unstable, leading to failure to display endoscopic images. Another failure in communication between the videoscope and the video processor could have caused the b30 error (scope communication error) to be displayed on the screen. The IFU contains information regarding the proper way to make connections with the device: push the video connector of the videoscope into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark faces upwards. When an endoscope, video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment.